Event description:
A male patient contacted lifecor customer support to report that one of his battery packs is displaying the "charger fault" and "battery pack fault" lights when plugged into the charger. The patient reports his other battery pack is working properly. The patient explained he was unable to perform a download because he recently moved and the phone line was not yet installed. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Evaluation: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery and charger fault lights was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic was in latched-up state which prevented and current flow. The root cause of the latch-up condition cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.